Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with extreme light sensitivity in both eyes three weeks post lasik and occurs about 80% of the time. The patient's previously prescribed topical steroid eye drop was increased. Additional information has been requested there are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.